Manufacturer narrative:
Concomitant medical products: product ID 8578, lot# hgov40eo1, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving s aline via an implantable infusion pump for failed back syndrome - other and non-malignant pain. It was reported, during a procedure on (B)(6) 2016, a new sutureless connector was connected to an existing catheter. When the healthcare provider (hcp) flushed normal saline, a small slice towards the distal end of the sutureless connector was discovered. It was noted that sutureless connector was replaced with another sutureless connector. There were no reported symptoms. Additional information was received that the sutureless connector was never implanted into the patient. It was discovered the connector was leaking due to a slice near the sutureless connector.

Manufacturer narrative:
Analysis of the catheter found a procedural non-conformance with the catheter body having a slice/cut that was not related to explant damage. Eval code-conclusion and eval code-result no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.